Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. The issue may have been caused by insufficient sample handling.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for etoh2 ethanol gen.2 (etoh) on a cobas 6000 c (501) module - c501. The sample initially resulted as 2.4 mg/dl and this value was reported outside of the laboratory to the physician. The result was questioned by the physician, so the sample was repeated. The repeat result was 47.3 mg/dl on (B)(6) 2016. The customer repeated the sample one more time and the result was 48.2 mg/dl. The patient was not adversely affected. The etoh reagent lot number and expiration date were asked for, but not provided. The field service engineer checked the analyzer, but no defects were found.